Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received two devices, opened by the account without the appropriate packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Instrument 1 was observed to have a broken needle in the jaw of the instrument. Witness marks were observed on the bevel wall of both instruments. Sheering on the toggle switches was observed for instrument 1. The needle was unloaded from the jaw of instrument 1. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The IFU states "toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device." A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received two endo stitch* 10mm suturing device, opened by the account without the appropriate packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Instrument 1 was observed to have a broken needle in the jaw of the instrument. Witness marks were observed on the bevel wall of both instruments. Sheering on the toggle switches was observed for instrument 1. The needle was unloaded from the jaw of instrument 1. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device was sticking upon loading and unloading as well as during the suturing process. The patient is recovering fine. There was no patient injury.